Manufacturer narrative:
It was reported that, at 2cm away from the edge of the stent (proximal side) sticking out of stomach, two-thirds of diameter was fractured, also it was fractured in front of the stenosis. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure, the stent was not returned, and the lack of information such as the suspect device's photo. Migration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information such as photos of the product. Based on the description, which was written that at 2cm away from the edge of the stent (proximal side) sticking out of stomach, two-thirds of diameter was fractured, it is assumed that the stent was fractured due to the patient lesion's peristalses and pressure, and foreign substance such as foods, body fluids and so on. However, there are difficulties in accurate analysis because the state of the placement of the stent at the procedure cannot know, but based on the description, which was written that it was fractured in front of the stenosis, it is assumed that after fracture has occurred, the stent was slightly migrated due to the patient lesion's peristalses and/or pressure, and so on. It is stated on user manual as follows. Potential complications: potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture, stent migration. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2018: dxdt2206 was placed sticking out into stomach. Unknown: at 2cm away from the edge of the stent (proximal side) sticking out of stomach, two-thirds of diameter was fractured. The remaining one-thirds of diameter was cut off by apc and removed. Another stent (dct2008bp) was additionally placed by stent-in-stent method. As it was fractured in front of the stenosis, the physician considers that the fracture was not caused by the stenosis, however, cause and effect is not clarified.